Event description:
It was reported that this right ventricular (rv) lead was explanted due to a lead fracture which exhibited a high pacing threshold. A new lead with a different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a lead fracture. A new lead with a different model was implanted. No additional adverse patient effects were reported.